Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1588rtt acl tightrope with fibertag suture broke off from the needle when passing it. This was discovered during a procedure on (B)(6) 2022. Additional information received on (B)(6) 2022: this was discovered during a quad tendon acl procedure and completed with another ar-1588rtt acl tightrope with fibertag. Sales representative has confirm that the needle did not break at all, instead the suture broke off from the needle.